Event description:
In performing an exchange transfusion about a week ago, they had difficulty with the equipment tray for the exchange. Specifically, on these disposable setups, there is a specialized stopcock utilized for exchange transfusions, it is unique from any other stopcock in the nursery in that it has four connections and turns 360 degrees. In performing this exchange, the stopcock became frozen-unable to rotate. They opened another tray to secure a new stopcock, but in a relatively short period of time. The stopcock was unable to rotate. This lead them to use an alternative method to complete the exchange without the stopcock. They are uncertain as to why this stopcock failed. They want to know if they are using a different manufacturer from years past. They also want to know if the new blood preservtive (adsol) is incompatible with the stopcock.